Event description:
It was reported that the pt developed a middle ear infection. Pe tubes will be scheduled to remove the fuild in the ear. Antibiotics (type unk) were prescribed by his pediatrician. The pt continues to be monitored by the center.